Manufacturer narrative:
UDI = (B)(4); as no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this device received therapy for what has been deemed an appropriate shock response to the observed rate. However due to system noise, post shock pacing (psp) was withheld. The device data was then reviewed by technical services who confirmed the absence of post shock pacing based on the device's algorithm of conservative ventricular fibrillation detection. Stating that if small amplitude signals such as fine vf are detected, the device is conservatively sensing that rhythm (oversensing in this case) and ultimately inhibits psp. While no adverse patient effects were reported, close monitoring has been recommended, as the patient may need the therapy support of a brady pacing implanted system.